Event description:
The surgeon reported that the needle within the custom pack used for capsulorhexis was longer than normal. Primary packaging for the needle and the needle size did not match. The surgeon did not report any patient problems. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).